Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation: product ID 3889-28 lot# va1gdq1 (B)(4) implanted: (B)(6)2017 explanted: product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the neurostimulator was repositioned on (B)(6)2017. It was reported that an additional lead was implanted on (B)(6)2017. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) at a clinical site reported that a patient may have bumped the device since it sticks out slightly at the site. The patient will initially feel stimulation, and then it will subside within an hour or so. On (B)(6) 2017, imaging was performed and a device migration was noted. The patient was reprogrammed. The event was noted to be related to the device or therapy and unrelated to the procedure, and resulted in an unscheduled clinic/office visit. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID 3889-28 lot# va1gdq1 serial# implanted: (B)(6) 2017 explanted: product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the cause of the migration may have been a bumped device but exact cause was not determined. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID: 3889-28, lot# va1gdq1, implanted: (B)(6)2017 explanted: product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the event was resolved on (B)(6)2017. No further complications were reported/anticipated.